Event description:
It was reported to gore that a gore® excluder® aaa endoprosthesis was used to treat a patient for an aneurysm in the aorta and left common ilia artery. The device was deployed over a backupmeier wire. The proximal part of the stent graft did not open fully. They were happy with the height so no repositioning was performed. When all deployment steps were performed, a reliant balloon was used to fully open the stent graft at the proximal part and the end result was fine.

Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The imaging evaluation performed by a clinical imaging specialist showed the following: pre-operative cta submitted for evaluation. Pre-op cta shows diameters in the proximal 15 mm of neck length range from 30 mm ¿32 mm. Diameters in the proximal 35 mm of neck length range from 29 mm¿32 mm. Three jpg images were also received via email with no patient identifier or date of acquisition in image. Jpg angiogram images provided shows the device was not fully expanded at the proximal end. Balloon imaging not included for analysis and full deployment cannot be confirmed. Some of the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. H6: updated investigation findings code to c19 - no device problem found. Code c21 is no longer applicable. Updated investigation conclusions code to d15 and d12. Code d16 is no longer applicable. Per gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: incomplete component deployment.